Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not feel any stimulation. High impedances were noted. The physician believed that the lead had been severed or fractured based on the x-ray results. Patient will not take further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician left the other half of the lead and on added a lead. The lead was severed at point of suture. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient could not feel any stimulation. High impedances were noted. The physician believed that the lead had been severed or fractured based on the x-ray results. Patient will not take further course of action at this time.

Event description:
A report was received that the patient could not feel any stimulation. High impedances were noted. The physician believed that the lead had been severed or fractured based on the x-ray results. Patient will not take further course of action at this time.

Manufacturer narrative:
(Sc-8116-50 sn: (B)(4)) the complaint of high impedance and stimulation anomaly could not be determined as the associated paddle lead exhibited cuts and pulled wires resulted from the explant procedure. In addition, the paddle portion was not returned. Damage to the lead was a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient could not feel any stimulation. High impedances were noted. The physician believed that the lead had been severed or fractured based on the x-ray results. Patient will not take further course of action at this time.